Manufacturer narrative:
The reported event of the atrial setscrew spun and could not be tightened was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions. The user was first stripping the setscrew inset. The setscrew cannot tighten when it is being stripped. Then the user forced the wrench down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This stuck the wrench in the setscrew. When the user removed the wrench out of the device, the setscrew stuck to it was removed out of the device with it. For these two reasons the setscrew could not be tightened. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during the initial implant procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.